Manufacturer narrative:
Clarification to d6a: partial date of 1993 provided. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "grade 3 cap con".

Event description:
Healthcare professional reported "biocell implants. Grade 3 capcon". Affected side is right. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, creases, opening, broken on the plug strap and missing were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported capsular contracture baker grade iii. Affected side is right. The device has been explanted and replaced.